Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least eleven applications were performed with a non-returned balloon catheter afapro28 with lot number 98527 without any issue on the date of the event. Clinical issues (hypotension and pericardial effusion) occurred during the case. In conclusion, the sheath was not returned for investigation. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the transseptal puncture, a ¿transient arrest¿ occurred. The case was continued as the patient was stable. While the sheath was removed into the right atrium, the patients blood pressure dropped. An intracardiac echo was performed and a pericardial effusion was confirmed. Drainage was performed and the patient was transferred to the coronary care unite for observation. The case was already completed with cryo. No further patient complications have been reported as a result of this event.